Event description:
Use of the mynx closure device from accessclosure, inc, resulted in pseudoaneurysm, after placement in femoral artery following cerebral angiogram. Dates of use: (B) (6) 2009 - (B) (6) 2009. Diagnosis: femoral artery access closure.